Event description:
Customer's family member reported finding customer in a "diabetic coma" in the morning. Customer's device results were not provided. Family member called 911. Ambulance device = 42 mg/dl. Family member stated being unsure of treatment however thought customer was treated with an IV, oxygen, and something to bring up glucose level. Family member declined to have customer transported to the hospital. No controls used. A request was made for return product and replacement product was sent.